Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. The customer contact indicated that on an unspecified date, the device had been programmed to deliver morphine 1mg/ml. On (B)(6) 2011 at 1015, the device was to be reprogrammed to deliver dilaudid 1mg/ml, in the pca+continuous mode, with a 2.5mg/hour continuous rate, a 0.2mg pca dose, a 10 minute patient lock out, and a 2.5mg 1 hour dose limit and the delivery was started. At 1215, the customer contact reported the patient was found to be difficult to arouse. At this time it was noted that the patient had received "an almost full" vial of dilaudid in "2 hours." The customer contact stated that the device had been programmed to deliver dilaudid 0.2mg/ml instead of the intended concentration of 1mg/ml. At that time, the patient's respiratory rate (rr) was 8 breaths/min. The customer contact stated that the rapid response team was called and the patient was "placed on defensive monitoring" that included telemetry and vital signs monitoring. At an unspecified time, the patient's vital signs were reported as a heart rate, (hr) 88 beats/min (bpm) and a blood pressure (bp) of 96/58 mmhg. At 1300, the patient's rr was 8 breaths/min. It was reported that between 1215 and 1700, oxygen therapy was initiated at an unspecified rate, the patient was treated ten times with narcan 0.1mg and the patient was monitored. The customer contact reported that an unspecified time, the patient was fully arousable. At approximately 2015, the patient was transferred to progressive care unit for continued monitoring. At that time, the patient's vital signs were hr 66 bpm, rr 16 breaths/min, and a bp 111/48 mmhg that was reported as approximately the patient's baseline. On (B)(6) 2011 at 0800, the patient was transferred to the floor. On an unspecified date, the customer indicated that the patient was discharged from the hospital which was reported as one day later than planned. Though requested, no additional information was provided.